Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was asked why a pump explant would be performed if no malfunctions were observed, and the representative stated it was the decision of the physician and neurosurgeon. The date of planned explant was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated since explant, the patient's status could not be obtained. There was no further information (negative return) after the installation of a new pump. The hospital pharmacy was asked to get back if the pump would be returned, however they did not "localize the pump." The pump could not currently be returned and there was no certainty of dismissal. If the manufacturer representative received the pump, the pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted on 2017 (B)(6) and would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The below was previously reported on 21-nov-2017. "Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 690 mcg/day) via an implantable pump for an unknown indication for use. It was reported that an MRI for retroperitoneal fibrosis was performed at 4 pm on (B)(6) 2017. At midnight, the patient perceived spasms in their lower limbs and in their abdominal wall. They also experienced pain at a rating of 4 on a pain scale of 0 to 4. The event date was reported as (B)(6)2017 troubleshooting included verifying the pump on (B)(6)2017; no error message was detected in the "pump journey." Actions taken included emptying the pump and refilling it again with 20 ml of lioresal 2000 mcg/ml. The dose was adjusted to 750 mcg/day, and one bolus of 30 mcg was delivered over 30 minutes. It was also reported that surgical intervention had occurred and that details had been provided in the report, however, no further mention of surgical intervention was provided; it was interpreted that this selection was a mistake and no surgical intervention had occurred. Further supporting this interpretation is the report that the pump was still implanted and remained in service. Clarification was requested. Contributing factors to the event included the MRI. The implant date of the pump was asked but unknown. The patient status was alive - no injury. No complications were reported or anticipated. Additional information was received which indicated that there was no surgical intervention, just a scheduled bolus. It was reported the hcp wanted to change the pump. It was reported during refilling on (B)(6)2017, all was okay; the volume removed was the same as seen on the n'vision." Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 690 mcg/day) via an implantable pump for an unknown indication for use. It was reported that an MRI for retroperitoneal fibrosis was performed at 4 pm on (B)(6)2017. At midnight, the patient perceived spasms in their lower limbs and in their abdominal wall. They also experienced pain at a rating of 4 on a pain scale of 0 to 4. The event date was reported as (B)(6)2017. Troubleshooting included verifying the pump on (B)(6)2017; no error message was detected in the "pump journey." Actions taken included emptying the pump and refilling it again with 20 ml of lioresal 2000 mcg/ml. The dose was adjusted to 750 mcg/day, and one bolus of 30 mcg was delivered over 30 minutes. It was also reported that surgical intervention had occurred and that details had been provided in the report, however, no further mention of surgical intervention was provided; it was interpreted that this selection was a mistake and no surgical intervention had occurred. Further supporting this interpretation is the report that the pump was still implanted and remained in service. Clarification was requested. Contributing factors to the event included the MRI. The implant date of the pump was asked but unknown. The patient status was alive - no injury. No complications were reported or anticipated. Additional information was received which indicated that there was no surgical intervention, just a scheduled bolus. The patient experienced a return of symptoms (spasticity) at night. This was similar to the first report of pain and spasms in lower limbs and abdominal wall. The hcp had given the patient a bolus and the situation was now normal. It was reported the hcp wanted to change the pump. It was reported during refilling on (B)(6)2017 (no error message was seen on the clinician programmer), all was okay; the volume removed was the same as seen on the n'vision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 690 mcg/day) via an implantable pump for an unknown indication for use. It was reported that an MRI for retroperitoneal fibrosis was performed at 4 pm on 2017. At midnight, the patient perceived spasms in their lower limbs and in their abdominal wall. They also experienced pain at a rating of 4 on a pain scale of 0 to 4. The event date was reported as (B)(6) 2017. Troubleshooting included verifying the pump on (B)(6) 2017; no error message was detected in the "pump journey." Actions taken included emptying the pump and refilling it again with 20 ml of lioresal 2000 mcg/ml. The dose was adjusted to 750 mcg/day, and one bolus of 30 mcg was delivered over 30 minutes. It was also reported that surgical intervention had occurred and that details had been provided in the report, however, no further mention of surgical intervention was provided; it was interpreted that this selection was a mistake and no surgical intervention had occurred. Further supporting this interpretation is the report that the pump was still implanted and remained in service. Clarification was requested. Contributing factors to the event included the MRI. The implant date of the pump was asked but unknown. The patient status was alive - no injury. No complications were reported or anticipated. Additional information was received which indicated that there was no surgical intervention, just a scheduled bolus. It was reported the hcp wanted to change the pump. It was reported during refilling on (B)(6) 2017, all was okay; the volume removed was the same as seen on the n'vision.